Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during the completion phase of the main incision, an air bubble was observed. This was in an area of the endothelium that was stuck. The patient was transferred to the operating room to perform phacoemulsification. While trying to open the main incision, the bubble disappears. However, the surgeon notices that part of the endothelium seemed to have detached and folded against itself. The surgeon tried to reposition the endothelium and continue with the cataract surgery. When performing the intraocular lens implant and removing the ophthalmic viscosurgical device, the surgeon noticed that part of the endothelium had been removed. The surgeon thought that this was probably done by the action of the phacoemulsification tip. The surgery was completed the same day.

Event description:
Additional information was received. After one month, endothelial cells have migrated and have completely covered the endothelium. The process was slow but the patient is in good condition without corneal edema. Best corrected visual acuity is good and patient is satisfied.

Manufacturer narrative:
Additional information provided. The clinical application specialist (cas) was on site during the event. A review of information was supplied by the cas. During the completion phase of the main incision, the company representative observed an air bubble in the endothelium, which stuck to the area of the incision. When trying to open the main incision, the bubble disappeared. Based on assessment, the product met specifications at the time of release. The root cause of the reported event of air bubbles in endothelium, endothelium detachment, and folding can be attributed to non-product related factors. The manufacturer internal reference number is: (B)(4).